Manufacturer narrative:
Despite the forty-five (45) minute delay, the event has been assessed as a product problem only due to the surgeon¿s assessment that forceful handling of the instrumentation led to the issue encountered. (B)(4). Device is an instrument and is not implanted or explanted. Per facility, the complainant parts were discarded and are no longer available for evaluation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the guide wires were missing the recon apertures in the nail when driven through the magenta sleeve assembly during an antegrade femoral nailing procedure on (B)(6) 2016. The protection sleeves and guide wires lined up appropriately during pre-operative testing, but failed to align when inserting the nail. The surgeon noted that the entry point for the nail was slightly posterior, requiring forceful insertion of the handle and aiming arm in order to enable central positioning in the femoral head. At one point, the surgeon removed the nail from the patient to re-test and re-align the instrumentation. Once re-attached, the surgeon was able to get the wires and the reamer through the recon holes and successfully inserted the 6.5mm hip screws through the nail and into the femoral head. The surgeon stated that the likely cause was that the aiming arm and sleeve assembly were not rotating with the jig. The procedure was completed with a forty-five (45) minute delay. No additional information is available at this time. This report is 1 of 3 for (B)(4).